Event description:
It was reported that the customer received several no delivery and motor error alarms. The customer's blood glucose level was not reported. He stated that the reservoir had approximately 40 units of insulin, the motor seemed to be straining, and slowing down. He was advised to disconnect from the insulin pump and revert to a back up plan. The customer was unable to complete the rewind sequence. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime/a33 test due to protruded loose drive support disk. Unable to perform the excessive no delivery alarm test due to prime anomaly. No motor error alarm and the motor passed the motor test. The insulin pump has minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked and cracked reservoir tube lip.